Manufacturer narrative:
Device not rec'd for evaluation.

Event description:
The device was used during a bowel resection procedure. Reportedly, the suture broke. The surgeon performed a re-operation and applied another suture to correct the condition. The hosp has reported the pt's condition is satisfactory.